Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Lot number is ju0421. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported on mw# 2210968-2022-02444, and mw# 2210968-2022-02445. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a partial mastectomy on an unknown date and a reservoir was used. During procedure, reservoirs could not be locked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4, h6 component code: g07002 product not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.